Manufacturer narrative:
Product complaint # (B)(4). Date sent: 4/8/2020. Investigation summary: the call home data revealed a probe temperature too high error and reflected power errors. The probe returned to neuwave with a missing probe tip. The root cause of of the damage to the probe was excessive force used to push the probe through cartilage through torsion. Call home was reviewed for system nm15nea00288 on (B)(6) 2020. An lk20, nm17ngc49486, was connected to channel 3 and tested. An ablation was set to 10:00, 95w. After 0:35, there was a probe temp too high error (~200c). The probe was retested. The ablation was restarted and after 10s, there was a reflected power error. This occurred 7 more times (sometimes after a few seconds, sometimes instantly) when the user tried to restart the ablation. The probe was disconnected and reconnected and this error was issued twice more on two tests. The probe was moved to channel 2 and issued 10 reflected power errors on all 10 attempted tests. This probe was disconnected and a new probe, nm17ngc50865, was connected to channel 3 and tested. A 10 minute, 95w ablation was completed without error. This marked the end of the case. Probe nm17ngc49486 (10 uses, 3:35) was investigated at neuwave. The probe looked as if the tip was mechanically broken, and not indicative of any functional issues. Further information was received from the rep. The user felt resistance going through cartilage on the way to the liver. This is further evidence that the probe was broken from using too much force. Device history lot : lot ml17072910 was reviewed (in process sn (B)(6)), manufacture date: 8/12/17, expiration date: 4/1/21, there were no problems seen during the manufacturing or testing of this lot.

Manufacturer narrative:
(B)(4). Batch # ml17072910. Additional information was requested, and the following was obtained: what were the indications for the ablation procedure? Liver lesion. What was the approach/where anatomically was the probe inserted? Perc/ lateral between the rib space. Was there any resistance felt or any challenges inserting the probe? Yes cartilage. Where in the liver is the probe tip located? Segment 7/8. Are anonymized copies available of any imaging performed? Not at this time. Was the postoperative patient care changed or any other treatment required? No. Are there plans to remove the broken probe tip? No. What is the current status of the patient? Home and doing fine.

Event description:
It was reported that during an ablation the probe broke inside the patient. The metal tip was left inside the liver. A similar device was used to complete the case.